Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that no audio output occurred. It was indicated that the patient was using an unsupported operating system, which is misuse of the device. The patient experienced no audio output which occurred on an unspecified day after the sensor had been inserted into the abdomen. The patient reported that the dexcom did not alert him to a low bg (blood glucose) level that he experienced. The last thing the patient can recall is going to bed on 02/04/2024. Around 6:30am on 02/05/2024, the patient¿s wife found him stiff, gargling, and unresponsive in bed. The patient stated he was in a ¿diabetic coma¿ (loss of consciousness). The patient¿s wife called 911. No cgm or bg meter reading was provided at this time. Ems (emergency medical services) arrived around 7am, and did a bg meter test on the patient, which was 20 mg/dl. The patient was treated with unspecified medication by ems while being transported to the ER (emergency room). The patient regained consciousness after treatment and while in the ER. In the ER, the patient was being treated with IV ¿sugar water¿. The patient also had a CT scan done and revealed the patient also had pneumonia. The patient was discharged from the hospital three days later on (B)(6) 2024. The patient was in stable condition at the time of the report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined as data did not reflect full investigation window. No additional patient or event information is available.